Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for evaluation. Failure analysis replicated/confirmed the reported event. The instrument was found to have a broken grip at the grip base.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown procedure, the fenestrated bipolar grasper perforated the bowel on three occasions during the same procedure. One of the occasions happened during the insertion of a port. The issue occurred when the instrument broke. The operating room team was unsure what caused this breakage. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The fenestrated bipolar forceps instrument involved with this event has not been received for failure analysis evaluation. A review of the instrument log for the two fenestrated bipolar forceps (#0277 and #0477) instruments used in this procedure showed there was no indication that the instruments were used in subsequent procedures after the alleged event reported in this record. A review of the system log was performed, and no related system errors were revealed. Image provided by the customer for this event was reviewed and it was confirmed that the fenestrated bipolar forceps has a broken grip.